Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No missing segments or partial display noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level at the time of hospitalization was 480 mg/dl the customer stated that the auto mode was not functioning at that point. The customer reported that the screen cuts out periodically for a few seconds, then comes back to allow them to continue use of the insulin pump. The customer stated that they were experiencing high blood glucose while using the insulin pump and thinks that it might be due to the sensor glucose readings not being consistent when compared to the blood glucose readings. The customer stated that they had been experiencing high blood glucose all day and was not able to get them lowered with bolus deliveries all day. The customer stated that, they were connected to the insulin pump while they were in the emergency room, but stated that they were treated. The customer had tried multiple battery changes and self-tests, but they had not been able to get the issue resolved for the screen cutting out, and then coming back on at random. The customer declined troubleshooting for the high blood glucose as they stated that they had gone to the emergency room once for the high blood glucoses and does not want that to continue. The customer was unable to complete the care link upload. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.